Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22ga 1.00in y leaked leakage from safety system when did the incident occur? During use yesterday (B)(6) 2024 it was noted by our phlebotomist that there was leakage/spillage of blood from the grey chamber on the back of the cannula. We are administering cytotoxic drugs on the hodw which would mean if there was any leakage our staff would be exposed to cytotoxic agents, with also a very high risk of extravasation for the patient. This would be putting both staff and patients at risk of exposure and extravasation. Very usual for this to happen, huge experience with the use of the cannula so they would spot issues immediately. Significant exposure risk, patient safety and healthcare worker safety risk.

Event description:
Leakage from safety system. When did the incident occur? During use. Yesterday on (B)(6) 2024 it was noted by our phlebotomist that there was leakage/spillage of blood from the grey chamber on the back of the cannula. We are administering cytotoxic drugs on the hodw which would mean if there was any leakage our staff would be exposed to cytotoxic agents, with also a very high risk of extravasation for the patient. This would be putting both staff and patients at risk of exposure and extravasation. Very usual for this to happen, huge experience with the use of the cannula so they would spot issues immediately. Significant exposure risk, patient safety and healthcare worker safety risk.

Manufacturer narrative:
Current control there is a 2 hourly in-process visual inspection for damaged components for catheter and outgoing inspection in place to check for catheter air-water leak test and flashback. Catheter air-water leak and flashback failure was not observed for the returned representative samples. The reported defect could not be confirmed. DHR review also shows no abnormality during production and qa outgoing process. Hence, root cause could not be determined. Information will be captured on trend reports and monitored.

Manufacturer narrative:
Current control there is a 2 hourly in-process visual inspection for damaged components for catheter and outgoing inspection in place to check for catheter air-water leak test and flashback. Catheter air-water leak and flashback failure was not observed for the returned representative samples. The reported defect could not be confirmed. DHR review also shows no abnormality during production and qa outgoing process. Hence, root cause could not be determined. Information will be captured on trend reports and monitored.

Event description:
Leakage from safety system. When did the incident occur? During use yesterday (B)(6) 2024 it was noted by our phlebotomist that there was leakage/spillage of blood from the grey chamber on the back of the cannula. We are administering cytotoxic drugs on the hodw which would mean if there was any leakage our staff would be exposed to cytotoxic agents, with also a very high risk of extravasation for the patient. This would be putting both staff and patients at risk of exposure and extravasation. Very usual for this to happen, huge experience with the use of the cannula so they would spot issues immediately. Significant exposure risk, patient safety and healthcare worker safety risk.